Manufacturer narrative:
This is the first time that the pump sends in for service. Pump has been serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy tests were performed and showed that pump failed out of spec (+/-5%). Pump was calibrated to resolve the issue.

Event description:
Customer reported that the pump was under delivering by 12 percent. It had 30 ml left from a 240 ml bag. There was no pt impact reported.